Event description:
The customer reported that the jaws of the instrument could not be re-opened. It is not know if the device was applied to tissue when this occurred. The surgeon used another ligasure instrument to successfully complete the procedure. There was no pt injury. Additional questions regarding the incident have been asked.

Manufacturer narrative:
(B)(4). The return of the incident device has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.